Event description:
It was reported that an infusion consisting of ifosfamide 5,684mg as well as mesna 1,100mg in 1,624ml d5 1/2 normal saline was programmed to deliver over 4 hours. Infusion started at 23:31 however did not finish until 04:47. Infusion lasted 5 hours, running over by 1 hour. Volume on pump delivered at the time of completion was 2100ml. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information: imdrf annex a, c and g codes.

Event description:
It was reported that an infusion consisting of ifosfamide 5,684mg as well as mesna 1,100mg in 1,624ml d5 1/2 normal saline was programmed to deliver over 4 hours. Infusion started at 23:31 however did not finish until 04:47. Infusion lasted 5 hours, running over by 1 hour. Volume on pump delivered at the time of completion was 2100ml.there was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion consisting of ifosfamide 5,684mg as well as mesna 1,100mg in 1,624ml d5 1/2 normal saline was programmed to deliver over 4 hours. Infusion started at 23:31 however did not finish until 04:47. Infusion lasted 5 hours, running over by 1 hour. Volume on pump delivered at the time of completion was 2100ml. There was a patient involvement but no harm.